Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was at elective replacement indicator (eri). Longevity calculations determined that this device did not meet the expected longevity based on programmed parameters and therapy history. The ventak prizm eri can be tripped either by voltage or charge time. Analysis confirmed that the eri timestamp was tripped by charge time, rather than battery voltage. Laboratory testing also revealed that the battery cell in this device had sufficient capacity remaining, but had an excessive build-up of internal impedance that was higher than allowed for by design. This resulted in the device's inability to utilize all available battery capacity.

Event description:
Boston scientific received information that this defibrillator displayed elective replacement indicators (eri). A replacement procedure was performed. This device was removed and replaced. Interrogation revealed the device had ventricular paced one percent since implant and had delivered twelve shocks. There was concern that the battery depleted more rapidly than expected. The device was returned for analysis. No adverse patient effects were reported.